Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pace impedance measurements were out of range when it comes to this right ventricular (rv) lead and device. It was not possible to perform pacing and sensing testing and loss of capture was noted. It was noted that temporary pacing was also used, and a repositioned procedure was planned. No adverse patient effects were reported. Additional information noted that a revision took place. It was confirmed that this lead was fractured under x-ray. The lead was surgically abandoned and will not be returned. No additional adverse patient effects were reported.